Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, upon capture attempt of the second stone, the basket failed to completely extend. The device was removed from the scope and it was observed that the sheath of the device had stretched. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported that during a roux-en-y procedure, the surgeon put an instrument through the device and a large amount of pneumo leakage could be heard. The surgeon continued using the same device to complete the procedure. There was no adverse consequence to the patient. Additional information (B)(4) 2010: the noise they heard when the pneumo was escaping was just like the sound of a balloon deflating. There was a drop in pressure, but quantity of gas consumption rate could not be confirmed. The surgeon was able to continue using the same trocar, he would simply wait for the pressure to come back up and then continue. Although they could not confirm exactly where the leak was coming from, a gap could be seen between the integrated one seal and the body of the trocar. Devices being inserted through the trocar were the flex stapler and various types of graspers. Some torque was being applied, more with the stapler in order to get the right angle.

Manufacturer narrative:
(B)(4). Scraper damaged the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the scraper was found to be torn with loss of material. Complaint was escalated to the applicable associates for further review. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.